Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite with capio slim on (B)(6) 2013. According to the complainant, during the procedure, the physician was having trouble with the capio device cage catching the needle. He had to make multiple passes. On the fifth or sixth pass, the ethibond suture passed but would not thread through the ligament. As he pulled the suture, the proximal portion of the dilator got caught up in the capio device. The suture broke; however, no fragments detached inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).